Manufacturer narrative:
An additional search of the serial number reported was performed on (B)(6) 2019 and revealed a more accurate depiction of the implant date based on billing and manufactured dates of the device. The implant date was updated to(B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 375cc mentor siltex round moderate profile saline breast prothesis catalog: 3542660, lot: 5531051, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation surgery with two 375cc mentor siltex round moderate profile saline breast prosthesis experienced left sided deflation post procedure. An magnetic resonance imaging performed on 7/6/2019 confirmed left side deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.